Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: crease fold and opening. Leak test was performed and found opening on anterior. A microscopic analysis was performed which identified striated opening in the anterior side, consist with use of a surgical tool. The fill test inspection was performed, the result is no blockage. Based on the device analysis the final assessment is: a striated edge opening on anterior side due to surgical damage. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported right side deflation. Device has been explanted.